Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.8, lab: 3.8. Time between testing was reported as 3 hours. Patient's therapeutic range is unknown.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.8, reference: 3.8, mean: 2.80, confidence limits: 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing .the results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 289504 on (B)(6) 2013. Results as follows: donor (B)(6), inratio: 2.7, inratio: 2.4 inratio: 2.5, ref: 2.29, bias thresh: 1.29 - 3.29, %cv: 6.03. Donor (B)(6), inratio: 2.9, inratio: 2.9, inratio: 3.1, ref: 2.77, bias thresh: 1.77 - 3.77, %cv: 3.89. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer.